Event description:
It was reported that the vns patient had presented worsening sleep apnea and snoring. The patient had put on weight. It was reported that the medical professional believed that the events were related to vns stimulation. A battery life calculation returned 4.2 years before neos=yes. No known surgical interventions have occurred to date. Attempts for additional information have been unsuccessful to date.